Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 due to high out of range shock impedance measurement >125ohms. The physician was dr. (B)(6) in milwaukee, wi. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).